Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 269-550 mg/dl; cause was unknown. Bg was addressed via a correction bolus. System check was performed with tandem technical support and no issues were identified. The customer reported that the healthcare provider adjusted the carbohydrate ratio settings. The customer was instructed to consult with their healthcare provider regarding bg level.